Manufacturer narrative:
304822 evaluation statement: the reported event of an internal serial number doesn't match external serial number could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported the external serial number of the device doesn't always match the internal serial number of the device. This resulted in a patient's infusion being documented as given to another patient. There was no patient harm, and no additional information is available.